Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a ''compressor failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection found no discrepancies directly related to the report. The o-rings, 02 flow screen and tubing were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a ''compressor failure-1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.